Event description:
The customer reported the system would not boot up and both monitors were blank. No pt injury was reported.

Manufacturer narrative:
The ge svc rep determined that the hard drive failed. He ordered a new hard drive and software. He installed the new hard drive kit and loaded the software. The system operates as intended.